Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the level sensor was set to "alert only" mode. When the fluid level dropped below sensor, there was a visual alert indication, but no audible tone. The device was not changed out, as the perfusionist finished the case without level detection. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
While the customer was troubleshooting, they turned the mode selection switch on the back of the safety monitor from position 4 to position 1. The arterial pump stopped after the mode switch (the pump stop is normal for the mode they were in).